Manufacturer narrative:
No unexpected low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for replace battery now and power loss alarm. Customer states that they did not receive low battery alert prior to replace battery now. And customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer¿s blood glucose was 130mg/dl at time of incident. Insulin pump will be return for analysis.